Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that he did meter to lab comparisons on three meters. Testing was done side by side, venous. The tests compared results of his surestep meter which read "hi", the lab meter (type not given) was 325 mg/dl, and a checkmate meter was 324 mg/dl. The rptr did not have any symptoms. He said that he has been using alcohol to clean his meter. A control solution test was within range 106 (90-136). On follow up, he reported that he had compared his ss replacement meter with his old ss meter (back to back, same fingerstick) and got an 8 point difference.